Event description:
It was reported that during a meniscus repair using a fast-fix, t1 was activated and at the moment of the t2 activation, the peek did not want to go down, a second try was performed but the issue persist, as per this the procedure was stopped and removed to avoid further damaged to the meniscus. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code.¿ h3, h6: the reported device was received for evaluation. A visual inspection showed it wasn't returned in the original packaging. The t2 and most of the suture were returned off the needle. The t1 has been cut away and not returned. The depth straw has been pulled out of the guide channel and is placed to cover the tip of the needle. The needle/overmold assembly is bent. The actuator is at the end of the needle. A functional evaluation showed the deployment knob can push the actuator from the tip to past the tip of the needle but the actuator will only return to the tip of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.